Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.

Event description:
The customer reported intermittent kv error, requiring a reboot to regain system functionality. This resulted in a system lock up and an intermittent, recoverable loss of imaging functionality. There is no report of injury or death.